Event description:
It was reported that the customer went to the hospital because he needed help programming the pump and because he had a blood glucose level of 302 mg/dl. The customer had to manually put his blood glucose in his insulin pump because it would not link. The night before, the customer did not eat anything, went to bed and believes this is the reason his blood glucose level was elevated. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.